Event description:
It was reported that inappropriate anti-tachycardia pacing (atp) was delivered due to atrial undersensing on this implantable cardioverter defibrillator (ICD). Supraventricular tachycardia (svt) was detected, when an undersensed atrial beat led to a 'v is greater than a' therapy override decision. In addition, one episode of ventricle undersensing was noted as it occurred during atrial pace blanking, resulting in an inappropriate ventricular pace. Technical services (ts) recommended reprogramming options. This ICD remains in-service at this time. No adverse patient effects were reported.